Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead experienced high thresholds, high impedence, oversensing, lead oversensed noise and no capture was noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.